Manufacturer narrative:
H11: through follow-up communication, the customer clarified that the leak actually originated from the support (holder) of the lilliput oxygenator, not from the device itself. In fact, during the pre-bypass, it was identified that the support of the lilliput oxygenator was not adequately sealed, resulting in a water leakage. To address this issue, the oxygenator was promptly replaced with a kids oxygenator which uses a different type of support. This replacement was conducted prior to the clamping of the aorta. The new equipment functioned perfectly, allowing the surgery to continue without any risk to the patient. Therefore, based on the above information, the event has been re-assessed as not reportable. It was indeed confirmed that the leakage was coming from the lilliput holder which integrates the water path of the lilliput oxygentor, and that the replacement of the oxygenator occurred in the pre-bypass phase, prior to clamping the aorta of the patient.

Event description:
See initial report.

Manufacturer narrative:
A.1-a.5. Patient information were not provided. D.4. . The complained lilliput 1 oxygenator (catalog number 050596) is not distributed in the USA, therefore the UDI is not applicable. The oxygenator item 050596 is similar to thelilliput 1 new born hollow fiber oxygenator item 05319 , which is distributed in the USA, for which the device identifier is (B)(4). G.5. The product item lilliput 1 oxygenator (catalog number 050596) is not distributed in the USA, and it is similar to the lilliput 1 oxygenator (catalog number 05319), which is distributed in the USA (510(k) number: k953835). H.11. Sorin group italia manufactures the lilliput 1 oxygenator. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italia has recieved a report that the water tube connector caused a leak from a lilliput 1 oxygenator (crack and rupture of the membrane). Medical team elected to change out the oxygenator during the procedure. There is no report of any patient injury.